Event description:
Elderly male patient with multisystem disease including ckd stage 5, s/p stenting, who underwent a scheduled permacath placement on (B)(6) 2012; zipwire (guidewire) broke in right internal jugular. Wire was fully retrieved. Later confirmed on cxr. Showed no evidence of wire remaining. Procedure was completed without further incident or apparent harm or adverse significance to patient.